Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was deployed to 80% and recaptured once to achieve an optimal implant depth. During the second attempt at 80% deployment, an infold was noted in the valve frame. The valve and delivery catheter system (dcs) were withdrawn from the patient. A new valve and dcs were used for successful implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.